Event description:
Olympus was informed that lines intermittently appeared across the screen and the users were unable to continue with the procedure. No further details were provided.

Manufacturer narrative:
Olympus followed-up with the user facility to gather additional information regarding this report. The user facility reported that the reported phenomenon occurred during an unspecified procedure in which the users experienced a complete loss of image and the patient was kept under anesthesia for an additional hour while the users were performing troubleshooting. The users ultimately decided to wake up the patient and the procedure was discontinued. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The referenced device was evaluated with an ultrasound endoscope and lines were noted intermittently at random locations. The reported phenomenon was attributed to the main printed circuit board. This report is being submitted as a medical device report in an abundance of caution.